Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report # 3005099803-2012-05093 for a description of the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6), 2006.according to the complainant, post-procedure, the patient experienced bleeding, recurrent urinary tract infections, dyspareunia, abdominal and pelvic pain.all other information is unknown.